Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. A field service engineer (fse) tested batteries, charger, and inspected atp board. They replaced the atp battery monitor boards, configured, and verified dose. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system was constantly beeping and was stuck in initializing please wait. Technical services (ts) had the site disconnect the mobile view station (mvs) and image acquisition system (ias), then restart the ias. After reboot it was still beeping and stuck in initialize please wait. The site didn't have the mvs fully started when this happened. With the mvs started the beeping still continued and the ias was initializing. They tried a different outlet but the ias system was still stuck initializing. No patient present.

Manufacturer narrative:
The returned part svc kit bi71000579 lot number rev. 2 : s/n (B)(4) was analyzed. Electrical component failure, defective pcba was found. If information is provided in the future, a supplemental report will be issued.